Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the paint on the back of the pump was bubbling and chipped. Reportedly, the customer was unable to slide the cartridges onto the pump smoothly and reported that it was difficult to load a cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.